Event description:
It was reported that the impedance fluctuated between 496 and 688 ohms. Oversensing was also reported, as noted by the short interval count (sic) of 1710 over 19 days. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. The lead was returned, with a report of oversensing and apparent fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; the analyst noted that there was only one set of setscrew marks on the is-1 pin and it is too proximal, thus lead was not fully inserted into the device; full lead in segments returned and analyzed. Other: it was reported that the impedance fluctuated between 496 and 688 ohms. Oversensing was also reported, as noted by the short interval count (sic) of 1710 over 19 days. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. The lead was returned, with a report of oversensing and apparent fracture. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Impedance, high, lead(s), fracture of, oversensing, impedance, low.